Event description:
Customer states, after changing to a new lot of ckmb reagent, they noticed a shift low in controls. The lab was not reporting ckmb at the time due to the drop in their qc so a patient sample was sent to a reference lab for testing on (B) (6) 2009. The reference lab ckmb result was 3.32 ng per ml which was reported to the doctor. On (B) (6) 2009, the same sample was tested on this 2010 disk analyzer to see if it correlated well with the reference analyzer. It generated a ckmb result of 2.39 ng per ml. The patient had been admitted to the ER with pain between the shoulder blades. No actions were taken based on this result and the patient has been released. Customer ckmb reagent lot is 155149. A reagent bulletin, which includes the lot used by the customer, has been issued communicating the ckmb reagent has been restandardized. The customer was advised about information contained in the reagent bulletin.